Event description:
The affiliate reported the customer alleged very low red blood cell (rbc), hematocrit, and all rbc indices on all three levels of controls involving the coulter act diff 12 analyzer. The customer stated approximately two milliliters of clear fluid was leaking from the white blood cell (wbc) bath. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted as no samples were analyzed at the time of the fluid leak. There was no patience consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument at the facility. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) reported the customer observed dry blood debris clogged at the wbc bath drain pinch valve. This caused the wbc bath to drain incompletely per cycle and overflowed. The fse replaced the tubing and and resolved the issue. The fse also performed hemoglobin voltage adjustment and latex calibration. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).